Manufacturer narrative:
Concomitant medical products: a2dr01 ipg implanted: (B)(6) 2019 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited over and intermittent undersensing. The lead remains in use. No patient c complications have been reported as a result of this event.